Event description:
Additional information has been received that in surgeon opinion either lens or argos caused the event. There was no patient impact.

Manufacturer narrative:
Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company (5.25cyl), 19.5 diopter lens was replaced with an company (6.00cyl), 19.5 diopter lens. The exchange for the same model with a different cylinder power may indicate the replacement lens was an improved choice for the patient visual needs. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following the intraocular lens (iol) implant procedure, the patient experienced blurry vision. The lens was exchanged for another lens model 14 days following the initial procedure. Clinical reason for explant was mentioned as refractive surprise. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).